Manufacturer narrative:
Title: safety and effectiveness of self-adhesive mesh in laparoscopic ventral hernia repair using transabdominal preperitoneal route. Source: surg endosc doi 10.1007/s00464-016-5094-4. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, post-operative complications were observed after laparoscopic ventral or incisional hernia repair. Fifty patients (31 men and 19 women) were included in the study, which ran from february 2013 to march 2015. Seroma, was identified in 13 patients(26 %) all type 1 in the morales et al. Classification, by clinical examination and computerized tomography(CT) scan. Other complications (clavidien-dindo grade 1) were one paralytic ileus and one haematoma of the abdominal wall.